Event description:
This female patient with a history of obesity, hypertension, hyperlipidemia, type-ii diabetes, and previous myocardial infarctions (mi) was admitted for coronary evaluation due to unstable angina. The patient was currently taking aspirin, plavix, statins, and beta-blockers. Upon admission, vital signs revealed systolic hypertension (190/69) and mild bradycardia (56 bpm). All pre-procedural lab values were within normal limits. Angiography revealed a 95%, 32mm, de novo, bifurcating irregular, eccentric, type c lesion in the proximal left anterior descending artery (lad). The vessel was 3.0mm in diameter and moderately tortuous with little to no calcification. There was no pre-existing thrombus and flow through the vessel was timi iii. Aspirin, plavix and heparin were administered. Clotting times were not measured during the procedure. The bifurcation of the lad and the first diagonal branch was double wired. The lesion was predilated with a 2.5 x 20mm balloon inflated to 18 atms. A 3.0 x 28mm cypher select plus stent was positioned within the lad lesion and was deployed to 18 atms with satisfactory results; however, following implantation, a dissection was noted. A 3.0 x 13mm cypher select plus stent was positioned to cover the dissection in the lad and was deployed to 16atms with satisfactory results. Following implantation of this second stent, a dissection was also noted extending into the diagonal branch. There was a filling defect noted approximately 7mm long and an 80% occlusion, but timi flow down the vessel was timi iii. A 3.0 x 13mm cypher select plus stent was positioned to cover the dissection a t-stenting formation to the stents in the lad. The stent was deployed to 14 atms with satisfactory results. Cardiac enzymes, drawn between 6 and 24 hours post procedure, revealed elevated ck-mb and troponin levels (less than 2 times the upper limits of normal). No additional treatment was required.

Manufacturer narrative:
The event resolved without sequelae and the patient was discharged from the hospital the following day with orders for daily administration of aspirin, plavix (12 months duration), statins, oral anti-diabetics, ace inhibitors, and beta-blockers. This patient suffered a dissection of the left anterior descending (lad) and first diagonal coronary arteries during the placement of a 3.0 x 28mm cypher select plus stent in a 95%, 32mm, bifurcating, type c lesion, with moderate tortuousity. The dissection was treated with the placement of two additional cypher select plus stents. The cypher select plus is indicated for treatment of discrete, de novo coronary lesions of less than 30mm. The safety and effectiveness of the device has not been established in tortuous vessels that may impair stent placement in the region of the obstruction or proximal to the lesion. Additionally, the cypher select plus instructions for use (IFU) warns the user that implanting a stent may lead to a dissection requiring additional treatment and that placement of the stent within a bifurcation has the potential to compromise side branch patency. The primary stent was expanded to 18 atms, which is beyond the rated burst pressure of 16 atms. The IFU cautions the user that exceeding the rated burst pressure, as indicated on the product label, can result in possible intimal damage and dissection. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Dissection is a known potential complication associated with coronary stenting. In this case, it appears that there are vessel, lesion, and procedural factors that may have contributed to the reported event. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2007-02097 and 9616099-2007-02098. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product.